Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected low reservoir alarm, finish loading alarm or excessive no delivery alarm was noted. The pump had cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer also reported that the reservoir got emptied and blood glucose went down to 75 mg/dl. The customer stated that the piston moved forward all the way. The insulin pump was returned for analysis.